Event description:
Customer's husband reports back to back testing on the same meter while using the advantage system with results of: 370mg/dl and 105 mg/dl, 355mg/dl and 168mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.